Event description:
It was reported that the right ventricular (rv) lead pacing impedance (pli) measurement of this pacemaker system was below 200 ohms, which was out-of-range. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. Technical services (ts) analyzed presenting electrogram (egm) and found that there was noise on the rv and right atrial (ra) lead channels. There was no oversensing or asystole observed. Ts discussed reports with physician. It was noted that patient will follow-up with managing physician at a later time. No additional adverse patient effects were reported. The rv and ra leads are non-boston scientific products. Currently, this pacemaker system remains in service.